Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the nav-ring had failed. There was no patient involvement.

Event description:
The customer reported that the nav-ring had failed. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR: 27sep2019. Date of report: 30sep2019. The customer's biomed confirmed the reported nav-ring issue. The customer's biomed reported that the vent was fixed by someone from a third party sent in by philips the front panel and bezel were replaced. It is back in service and working. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.